Manufacturer narrative:
The reported issue related to unreadable barcodes on pump modules and syringe modules could not be confirmed. Incident device(s) were not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported the barcodes on 50% of the syringe modules were not readable.